Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the hosp with progressive dyspnea, extreme fatigue and decreased activity capacity, lower extremity edema, and dark bowel movements. The patient's lower extremity swelling had become worse and was redder and inflamed. The patient reported epistaxis, but it was not currently present. There were no changes in the pump parameters reported. The patient denied any chest pain, palpitations, and syncope. He did not have a cough, fever, chills, or diaphoresis. The patient also did not experience any nausea, vomiting, hematemesis, constipation, diarrhea, or hematochezia. The patient was compliant with home medications including octreotide injections. The patient was transfused with 3 units of packed red blood cells (prbc) total. He was also administered IV bumex bolus, which was given prior to the third unit of prbc. Anticoagulation was also held. Dobutamine infusion and subcutaneous (sq) octreotide were continued. The patient remains ongoing.